Event description:
Reportedly, the pacing system was implanted on (B)(6) 2014. On (B)(6) 2021, the patient went to the emergency service because the patient had been experiencing fatigue for the past three days. During the follow-up, it was observed that the programmed settings were vvi mode, 70min-1, 3.5v, 0.35ms, unipolar pacing and sensing configuration. The battery impedance was 2.13kohms, and the magnet rate 96min-1. Device memories data were not displayed on the programmer screen. These parameters were different from the ones previously programmed. Proper functioning of the pacemaker was observed and the pacemaker was programmed back to its previously programmed settings (vvir mode, 60-110min-1).

Manufacturer narrative:
D3 and g1 - corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2014. On (B)(6) 2021, the patient went to the emergency service because the patient had been experiencing fatigue for the past three days. During the follow-up, it was observed that the programmed settings were vvi mode, 70min-1, 3.5v, 0.35ms, unipolar pacing and sensing configuration. The battery impedance was 2.13kohms, and the magnet rate 96min-1. Device memories data were not displayed on the programmer screen. These parameters were different from the ones previously programmed. Proper functioning of the pacemaker was observed and the pacemaker was programmed back to its previously programmed settings (vvir mode, 60-110min-1).